Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-jul-2019 with the following findings: a visual inspection of the pump showed the audio bolus button cover to be lifted. During testing, the audio bolus button was found to be inoperable. The audio bolus button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was missing/peeling prior to this occurrence. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.